Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9811 batch number 66806210 was received for investigation. No functional testing was performed due to the detached aspirating probe face. Visual evaluation found that the aspirating probe electrode face was detached. This is a known manufacturing issue. Refer to (B)(4).

Event description:
On 01/31/2023, it was reported by a sales representative via email that a ar-9811 apollorfs tip was popping off. This occurred during a case. The tip maintained attached to the internal wires. The case continued using a new probe. There was no patient effect reported. No additional information was provided. Additional information requested. Additional information provided on 02/01/2023, it was reported that this event occurred during a rotator cuff repair on (B)(6) 2023. The device was not in constant use, it was being used for a sub-acromial decompression.